Manufacturer narrative:
Product complaint # (B)(4).a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.h3 device evaluation summary:a needle-suture of product code sxpp1a405, lot pe5013 was received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The product code sxpp1a405 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a knee replacement procedure on (B)(6) 2019 and barbed suture was used. The suture broke during use. Changed another like device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.